Event description:
It was reported that this electrode exhibited high system impedance values approximately five years ago. It was not stated what the impedance values were. Due to the limited information received, further follow-up to obtain related details was not possible. Information from implant procedure showed that this system was programmed to the alternate vector. No adverse patient effects were reported. Evidence suggests that this electrode remains in service.